Event description:
The customer reported less than 1 milliliter of dried diluent was noticed on the white blood cell (wbc) bath and diluent syringe in the act diff analyzer. The leak was contained. The customer also stated the hemoglobin parameter had been failing on the first startup in the morning; however passed on the second attempt. No erroneous results were generated for this event.

Manufacturer narrative:
Onsite service was not generated for this event. The customer contacted a third party engineer to service the unit. The customer stated their engineer could not confirm a leak. The engineer cleaned the salt deposits on the wbc bath and diluent syringe. The engineer did find the hemoglobin (hgb) assembly to be faulty. The engineer replaced the hgb assembly resolving the failed hgb startups. (B)(4). Customer resolved the issue.